Manufacturer narrative:
One fast-cast guiding introducer was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection confirmed a leak at the extension tubing bond at the stopcock. Further investigation revealed the extension tubing was not fully bonded inside the 3-way stopcock of the introducer. It could not be determined if the bond failure was due to low adhesive or an outside tensile force that may have damaged the adhesive bond. This has been determined to be a random, isolated event. Smart code: lplsc. The following dates are estimated.

Event description:
It was reported that the physician stated the saline leaked between the three way stopcock and the tube. There were no reported pt consequences.